Manufacturer narrative:
Manufacturer's report date 04/28/99. The pump, set and bag were all returned to the manufacturer for evaluation. Complete visual and functional testing was performed with the returned pump, set and bag of solution with no failures observed. The pump was found to be within the specification of 75 microliters +/-25 microliters. Air in line could only be induced by placing the distal end of the IV set significantly below the air in line detector. This allowed air to ingress through the silicone segment of the IV set. The air entered above the air in line detector and was smaller than the air in line threshold, therefore the pump did not alarm. The pump was found to meet specification.